Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device-right esuure visualized projecting from the remaining tube"), device expulsion ("expulsion of essure device"), genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)"), pregnancy with contraceptive device ("pregnancy with contraceptive device") and abortion spontaneous ("miscarriage") in a 26-year-old female patient (gravida 3, para 2) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff didn¿t undergo an essure confirmation test". The patient's past medical history included gravida ii and parity 2. Concurrent conditions included abdominal cramps, anesthesia and uterine dilation and curettage. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding- vaginal") and menorrhagia ("abnormal bleeding-menorrhagia"). On (B)(6) 2016, 1 year 3 months after insertion of essure, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent removal of the essure device by bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: insertion date of essure: (B)(6) 2014,discrepancy noted as per pfs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. Event device expulsion was added. Event onset date updated. Historical & concomitant drugs conditions updated. Product , patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)"), pregnancy with contraceptive device ("pregnancy with contraceptive device") and abortion spontaneous ("miscarriage") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff didn¿t undergo an essure confirmation test". The patient's concurrent conditions included abdominal cramps, anesthesia and uterine dilation and curettage. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In september 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In january 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent removal of the right side essure device by bilateral salpingectomy) and surgery (underwent removal of the essure device by bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: insertion date of essure: (B)(6) 2014,discrepancy noted as per pfs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Event added: depression, mental anguish, migration of essure device,pain, abnormal bleeding ( vaginal, menorrhagia), plaintiff didn¿t undergo an essure confirmation test. Concomitant condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device-right esuure visualized projecting from the remaining tube'), device expulsion ('expulsion of essure device'), genital haemorrhage ('abnormal bleeding/ abnormal bleeding general') and abortion spontaneous ('miscarriage') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff didn¿t undergo an essure confirmation test". The patient's medical history included multigravida and parity 2. Concurrent conditions included abdominal cramps, anesthesia and uterine dilation and curettage. Concomitant products included paracetamol (acetaminophen). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding- vaginal") and menorrhagia ("abnormal bleeding-menorrhagia"). In (B)(6) 2014, the patient experienced depression ("depression / psych injury") and anxiety ("mental anguish"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant), 1 year 2 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic reaction"). The patient was treated with d & c and surgery (bilateral salpingectomy, underwent removal of the essure device by bilateral salpingectomy and underwent removal of the right side essure device by bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and hypersensitivity had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, device expulsion, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: insertion date of essure: (B)(6) 2014 discrepancy noted as per pfs. Patient received treatment for migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event allergic reaction added. Event outcome, rcc comments added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device-right esuure visualized projecting from the remaining tube'), device expulsion ('expulsion of essure device'), genital haemorrhage ('abnormal bleeding/ abnormal bleeding (general)') and abortion spontaneous ('miscarriage') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff didn¿t undergo an essure confirmation test". The patient's medical history included multigravida and parity 2. Concurrent conditions included abdominal cramps, anesthesia and uterine dilation and curettage. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding- vaginal") and menorrhagia ("abnormal bleeding-menorrhagia"). In (B)(6) 2014, the patient experienced depression ("depression / psych injury") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant), 1 year 2 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic reaction"). The patient was treated with d & c and surgery (bilateral salpingectomy, underwent removal of the essure device by bilateral salpingectomy and underwent removal of the right side essure device by bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and hypersensitivity had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, device expulsion, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: insertion date of essure: (B)(6) 2014, (B)(6) 2014 discrepancy noted as per pfs. Patient received treatment for migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality safety evaluation of product technical complaint on 2-jun-2020: no new clinical information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abortion spontaneous ("miscarriage"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnancy with contraceptive device") in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent removal of the essure device by bilateral salpingectomy) and surgery (underwent removal of the essure device by bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abortion spontaneous, genital haemorrhage and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, genital haemorrhage and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.